Manufacturer narrative:
(B)(6). Patient¿s weight is unknown. Additional device product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter¿s address and phone number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was diagnosed with a fracture of the right distal tibia. During the procedure to treat the right distal tibia on (B)(6) 2018, the drill bit broke inside the patient. The tip of the drill bit was left inside the patient. Per surgeon it is not necessary to remove the tip of the drill bit and a second surgery is not required. This report is for one (1) 2.5 mm drill bit/qc/gold/110 mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Concomitant device reported: battery handpiece/modular for trauma recon system (part # 05.001.201, lot # unknown, quantity of 1). A device history record (DHR) review was performed for part no.: 310.250, lot no.: 2780524, manufacturing location: bettlach, release to warehouse date: (B)(6) 2011: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. Drill bit ø2.5 l110/85 2flute (part 310.250, lot 2780524, quantity 1) received condition with the fluted tip is broken off. The visual inspection has shown that approximately 8 mm from the fluted tip section is broken off. The broken off fragment was not returned for evaluation. In addition, the drill bit shows badly discolorations and some nicks on the remaining fluted tip. The review of the device history record revealed that this drill bit was manufactured in september 2011 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformance reported. Actual measurement of outer diameter, measured with gage 3-01-17584 soll: ø 2.5 0/-0.05 mm ist: 2.49mm, drawing se_056293 rev. K. The relevant length cannot be measured due to its broken off damaged condition. The drill bits (power driven) - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use, the complaints is determined not to be a result of a detected product related deficiency. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.